Event description:
Customer checked her blood glucose level at 4:34am on (B)(6) 2013 and her reading was 369 mg/dl. She smelled insulin, so she took off the pod and noticed that there was wetness around the adhesive, and that the cannula was kinked. The pod was worn for less than a day.

Manufacturer narrative:
The product kit was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.